Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Background information: quickie q700m owner's manual, rev. I, page 12 states: "please be aware that the lift/tilt modules present a trap hazard. Ensure that during operation the lift/tilt modules are free from all clothing, hands, feet, and other extremities, to prevent injury." Discussion: in reviewing the complaint, the seating and mobility specialist reports that while the end user was sitting at the dinner table, she allegedly became wedged against the table. The end user reportedly lowered the footplates, changed the mode to leave it in drive and then went to turn the power off. The wheelchair allegedly started to rise/recline automatically, and the end user was unable to stop it. It is reported that the controller screen and soft buttons were located underneath the dinner table, unlike the joystick which was located outside of the dinner table. An evaluation of the wheelchair's programming and functionality yields no evidence of malfunction or defect. The most probable root cause of the incident is unintentional input on the joystick or ctrl+5 leading to unintended movement of the wheelchair. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. After the incident, the end user was taken by ambulance to the hospital where an x-ray and CT scan were performed. The end user was released from the hospital the following day. The diagnostic test results were initially unclear, but the end user's mother reports that the end user allegedly sustained a small fracture on her left ankle. The end user is now in a "moon boot" for treatment of the fracture. There is no further information on additional treatment options being taken. Conclusion: in conclusion, there is no evidence of malfunction or defect from the wheelchair. Due to the allegation of a serious injury that required medical intervention (left ankle fracture), this MDR is being filed.

Event description:
Seating and mobility specialist reports that while the end user was sitting at the dinner table, she allegedly became wedged against the table. The wheelchair allegedly started to rise/recline automatically, and the end user was unable to stop it. The end user was taken by ambulance to the hospital where an x-ray and CT scan were performed. The end user's mother reports that the end user allegedly sustained a small fracture on her left ankle. There is no evidence of malfunction or defect from the wheelchair.